Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens on (B)(6) 2011, in the pt's right eye. The lens was explanted on (B)(6) 2012, due to excessive vaulting associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens. This resolved the problem. Pt's last visit on (B)(6) 2012, ucva 20/20.

Manufacturer narrative:
(B)(4).